Event description:
It was reported that this right atrial (ra) lead exhibited oversensing. The lead presented atrial intrinsic low amplitudes. Technical services (ts) was consulted and noted noise signals. The device remains in service. No additional adverse patient effects were reported.